Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was inserted and it was noted that the posterior capsular bag had torn. The incision was enlarged to remove the lens and an anterior vitrectomy was performed. A different type lens was implanted and the incision was sutured. The reporter stated the cause of the torn lens was due to a loading error, the lens was not folded properly. The reporter stated the capsular tear was not lens related and this facility uses a competitor's phacoemulsification system. This is the second of two lenses used on this pt - see MFR report # 2023826-2007-00566.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.